Event description:
Healthcare professional (hcp) reports one incident of blood leak on mca 180 dialyzer. Blood leak occurred at start of treatment. Blood leak was verified visually in the dialysate and with positive hemastix. Blood was not returned to the pt with an estimated blood loss of 150cc. Treatment was resumed with new disposable and completed without further incident. No pt injury or medical intervention reported per hcp.